Event description:
It was reported that the patients left hip was being revised due to infection. Revised to new components.

Manufacturer narrative:
The 26mm +4 lfit v40 head; cat# 6260-9-226; lot# 44940802 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients left hip was being revised due to infection. Revised to new components.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a uhr bipolar 26x51mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The size 6 accolade ii 127 deg; cat# 6721-0635; lot# 43890905 was added to this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.